Event description:
It was reported that patient presented with insertable cardiac monitor (icm) that was exhibiting under-sensing. Programming changes were performed. The patient was in stable condition.